Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta and limited information was provided by the customer in reference to the complaint event.

Event description:
Dornier medtech america, inc. Was notified of the following on 10/23/2015: email from distributor contained incident as "lot f2415s was advised that the surgeon put laser fiber down scope and it snapped. Fiber broke after the surgeon started lasering the stone. Complaint attached oct 8 2015 additional info form customer: 1. The fiber broke on distal 2-3 cm distal to the valve entering the ureteroscope. 2. It was outside the patient. 3. All parts were recovered. 4. No harm to the patient. 5. The next fiber was inserted to the ureteroscope and the case was completed."